Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("location of coils unknown"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage") and loss of consciousness ("black out") in a female patient who had essure (batch no. 869749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy". The patient's past medical history included multigravida, parity 2 ((B)(6)) and blood pressure high ((B)(6) 2011, hospitalized for high blood pressure). Concomitant products included (B)(6) non-drowsy daytime for anxiety, pain and nausea. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), abdominal pain ("severe and persistent abdominal pain"), back pain ("back pain"), endometriosis ("endometriosis"), tooth disorder ("dental problems"), tooth extraction ("several teeth pulled"), dental caries ("cavities"), depression ("depression"), anxiety ("anxiety"), post-traumatic stress disorder ("ptsd"), ovarian cyst ("ovarian cysts"), menstrual disorder ("menstrual problems"), hypotension ("low blood pressure"), dizziness ("light headed") and presyncope ("almost pass out, black out."). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, loss of consciousness, endometriosis, tooth disorder, tooth extraction, dental caries, depression, anxiety, post-traumatic stress disorder, menstrual disorder, hypotension, dizziness and presyncope outcome was unknown and the abdominal pain, back pain and ovarian cyst had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, dental caries, depression, device dislocation, endometriosis, menstrual disorder, ovarian cyst, post-traumatic stress disorder, pregnancy with contraceptive device, tooth disorder and tooth extraction to be related to essure. The reporter provided no causality assessment for dizziness, hypotension, loss of consciousness and presyncope with essure. The reporter commented: her physician would attempt to remove just the coils if they were placed correctly, which she was in doubt considering the plaintiff¿s pregnancy/miscarriage. The physician was planning an ultrasound at pre-operatory appointment, location of coils unknown at time of the report. Her weight was (B)(6) at the time of essure placement diagnostic results: on an unknown date: did an EKG and it was fine showed slightly low bp. Concerning the injuries reported in this case, the following one/ ones were reported via social media low blood pressure and light headed, black out, almost pass out were added. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 27-nov-2017: plaintiff fact sheet was received. Events low blood pressure and light headed, black out, almost pass out were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("location of coils unknown/device fails, migrates, tears through tubes/essure was found in intestine"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage"), loss of consciousness ("black out") and metal poisoning ("heavy metal contamination") in a 38-year-old female patient (gravida 3, para 2) who had essure (batch no. 869749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test" and device ineffective "pregnancy". The patient's past medical history included multigravida, parity 2 (((B)(6) 2007 and (B)(6) 2011)) and blood pressure high ((B)(6) 2011, hospitalized for high blood pressure). Previously administered products included for an unreported indication: yaz. Concurrent conditions included nausea, early menopause (at the age of 39), high risk pregnancy, macular degeneration, lower abdominal pain, periumbilical pain (burning and hurting when the shirt touches it.), diarrhea, pain in arm, hand pain and dehydration. Concomitant products included walgreens non-drowsy daytime for anxiety, pain and nausea. In 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse"). In (B)(6) 2014, the patient experienced post-traumatic stress disorder ("ptsd"). On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant), abdominal pain ("severe and persistent abdominal pain") and back pain ("back pain"). In 2014, the patient underwent tooth extraction ("several teeth pulled") and dental caries ("cavities"). In 2014, the patient experienced tooth extraction ("several teeth pulled") and dental caries ("cavities"). On (B)(6) 2014, the patient experienced endometriosis ("endometriosis") and ovarian cyst ("ovarian cysts"). In 2016, the patient experienced visual impairment ("vision problem"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), menstrual disorder ("menstrual problems"), hypotension ("low blood pressure"), dizziness ("light headed"), presyncope ("almost pass out, black out."), metal poisoning (seriousness criterion medically significant), nausea ("she was pretty nauseated"), cardiac disorder ("heart sank"), abdominal pain lower ("lower abdominal pain"), abdominal discomfort ("can feel pressure change when she stand up"), pelvic pain ("pain radiated trough wholw pelvis"), burning sensation ("burning"), diarrhoea ("diarrhea"), polymenorrhoea ("had a period last week, 3 days later she having another one"), dysmenorrhoea ("had a period last week, 3 days later she having another one and major pain"), fear ("afraid"), pain in extremity ("forearm hurting/leg pain"), dehydration ("she was dehydrated") and pain ("hurt to stand, walk or carry anything"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with metoclopramide (reglan) and surgery (essure removal/ I had my tubes and coils and endometriosis removed). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, loss of consciousness, tooth disorder, tooth extraction, dental caries, depression, anxiety, post-traumatic stress disorder, menstrual disorder, hypotension, dizziness, presyncope, visual impairment, dyspareunia, metal poisoning, cardiac disorder, abdominal pain lower, abdominal discomfort, pelvic pain, burning sensation, diarrhoea, polymenorrhoea, dysmenorrhoea, fear, pain in extremity, dehydration and pain outcome was unknown, the abdominal pain and back pain had not resolved and the endometriosis and ovarian cyst had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for dizziness, hypotension, loss of consciousness and presyncope with essure. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, back pain, burning sensation, cardiac disorder, dehydration, dental caries, depression, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fear, menstrual disorder, metal poisoning, nausea, ovarian cyst, pain, pain in extremity, pelvic pain, polymenorrhoea, post-traumatic stress disorder, pregnancy with contraceptive device, tooth disorder, tooth extraction and visual impairment to be related to essure. The reporter commented: her physician would attempt to remove just the coils if they were placed correctly, which she was in doubt considering the plaintiff¿s pregnancy/miscarriage. The physician was planning an ultrasound at pre-operatory appointment, location of coils unknown at time of the report. Her weight was 150 at the time of essure placement diagnostic results: on an unknown date: did an EKG and it was fine showed slightly low bp. Concerning the injuries reported in this case, the following ones were reported via social media low blood pressure and light headed, black out, almost pass out, nausea, early menopause, high risk pregnancy, macular degenration,lower abdominal pain, belly button pain, diarrhea, forearm pain, finer pain, dehydration. Were added. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet and social media received. Reporter information, other relevant history updated. Events: visual impairement, dyspareunia, essure confirmation test not done, metal poisoning, nausea, cardiac disorder, abdominal pain lower, abdominal discomfort, pelvic pain, burning sensation, diarrhoea, polymenorrhea, dysmenorrhea, fear, pain in extremity, dehydration, pain were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("location of coils unknown/device fails, migrates, tears through tubes/essure was found in intestine"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage"), loss of consciousness ("black out") and metal poisoning ("heavy metal contamination") in a 38-year-old female patient (gravida 3, para 2) who had essure (batch no: 869749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test" and device ineffective "pregnancy". The patient's past medical history included multigravida, parity 2 (on (B)(6) 2007 and on (B)(6) 2011) and blood pressure high (on (B)(6) 2011, hospitalized for high blood pressure). Previously administered products included for an unreported indication: yaz. Concurrent conditions included nausea, early menopause (at the age of 39), high risk pregnancy, macular degeneration, lower abdominal pain, periumbilical pain (burning and hurting when the shirt touches it.), diarrhea, pain in arm, hand pain and dehydration. Concomitant products included walgreens non-drowsy daytime for anxiety, pain and nausea. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2014, the patient experienced post-traumatic stress disorder ("ptsd"). On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant), abdominal pain ("severe and persistent abdominal pain") and back pain ("back pain"). In 2014, the patient underwent tooth extraction ("several teeth pulled") and dental caries ("cavities"). In 2014, the patient experienced tooth extraction ("several teeth pulled") and dental caries ("cavities"). On (B)(6) 2014, the patient experienced endometriosis ("endometriosis") and ovarian cyst ("ovarian cysts"). In 2016, the patient experienced visual impairment ("vision problem"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), menstrual disorder ("menstrual problems"), hypotension ("low blood pressure"), dizziness ("light headed"), presyncope ("almost pass out, black out."), metal poisoning (seriousness criterion medically significant), nausea ("she was pretty nauseated"), depressed mood ("heart sank"), abdominal pain lower ("lower abdominal pain"), blood pressure orthostatic abnormal ("can feel pressure change when she stand up"), pelvic pain ("pain radiated trough whole pelvis"), burning sensation ("burning"), diarrhoea ("diarrhea"), polymenorrhoea ("had a period last week, 3 days later she having another one"), dysmenorrhoea ("had a period last week, 3 days later she having another one and major pain"), pain in extremity ("forearm hurting / leg pain"), dehydration ("she was dehydrated") and pain ("hurt to stand, walk or carry anything"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with metoclopramide (reglan) and surgery (essure removal/ I had my tubes and coils and endometriosis removed). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, loss of consciousness, tooth disorder, tooth extraction, dental caries, depression, anxiety, post-traumatic stress disorder, menstrual disorder, hypotension, dizziness, presyncope, visual impairment, dyspareunia, metal poisoning, depressed mood, abdominal pain lower, blood pressure orthostatic abnormal, pelvic pain, burning sensation, diarrhoea, polymenorrhoea, dysmenorrhoea, pain in extremity, dehydration and pain outcome was unknown, the abdominal pain and back pain had not resolved and the endometriosis and ovarian cyst had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for dizziness, hypotension, loss of consciousness and presyncope with essure. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, back pain, blood pressure orthostatic abnormal, burning sensation, dehydration, dental caries, depressed mood, depression, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, menstrual disorder, metal poisoning, nausea, ovarian cyst, pain, pain in extremity, pelvic pain, polymenorrhoea, post-traumatic stress disorder, pregnancy with contraceptive device, tooth disorder, tooth extraction and visual impairment to be related to essure. The reporter commented: her physician would attempt to remove just the coils if they were placed correctly, which she was in doubt considering the plaintiff¿s pregnancy/miscarriage. The physician was planning an ultrasound at pre-operatory appointment, location of coils unknown at time of the report. Her weight was 150 at the time of essure placement diagnostic results: on an unknown date: did an EKG and it was fine showed slightly low bp. Concerning the injuries reported in this case, the following ones were reported via social media low blood pressure and light headed, black out, almost pass out, nausea, early menopause, high risk pregnancy, macular degeneration,lower abdominal pain, belly button pain, diarrhea, forearm pain, finer pain, dehydration. Were added. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 26-jun-2018: coding request - event heart sank recoded to feeling sad. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('location of coils unknown/device fails, migrates, tears through tubes/essure was found in intestine'), abortion spontaneous ('miscarriage'), loss of consciousness ('black out') and metal poisoning ('heavy metal contamination') in a 38-year-old female patient who had essure (batch no. 869749,b53036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included amenorrhea on (B)(6) 2011, vaginal discharge on (B)(6) 2011, pregnancy on (B)(6) 2011, multigravida, parity 2 (((B)(6) 2007 and (B)(6) 2011)), blood pressure high ((B)(6) 2011, hospitalized for high blood pressure), vaginal itching, vaginal discomfort and vaginal infection. On an unknown date: did an EKG and it was fine showed slightly low bp. Previously administered products included for an unreported indication: yaz. Concurrent conditions included nausea, early menopause (at the age of 39), high risk pregnancy, macular degeneration, lower abdominal pain, periumbilical pain (burning and hurting when the shirt touches it.), diarrhea, pain in arm, hand pain, dehydration, urinary tract infection, urinary incontinence, urinary urgency, urinary frequency, pelvic pain, spotting vaginal, abdominal pain upper and foreign body in uterus, any part. Concomitant products included dextromethorphan hydrobromide;guaifenesin;paracetamol;pseudoephedrine (walgreens non-drowsy daytime) for anxiety, pain and nausea, antibiotics for uti as well as. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/hurt for days after sex"). In (B)(6) 2014, the patient experienced post-traumatic stress disorder ("ptsd"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), 2 years 7 months after insertion of essure. On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant), abdominal pain ("severe and persistent abdominal pain") and back pain ("back pain"). In 2014, the patient underwent tooth extraction ("several teeth pulled") and experienced dental caries ("cavities"). On (B)(6) 2014, the patient experienced endometriosis ("endometriosis") and ovarian cyst ("ovarian cysts"). In 2016, the patient experienced visual impairment ("vision problem"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), menstrual disorder ("menstrual problems/crazy cycle"), hypotension ("low blood pressure"), dizziness ("light headed"), presyncope ("almost pass out, black out."), nausea ("she was pretty nauseated"), depressed mood ("heart sank"), abdominal pain lower ("lower abdominal pain"), pelvic pain ("pain radiated trough whole pelvis"), burning sensation ("burning"), diarrhoea ("diarrhea"), polymenorrhoea ("had a period last week, 3 days later she having another one"), dysmenorrhoea ("had a period last week, 3 days later she having another one and major pain"), pain in extremity ("forearm hurting / leg pain"), dehydration ("she was dehydrated") and pain ("hurt to stand, walk or carry anything") and was found to have blood pressure orthostatic abnormal ("can feel pressure change when she stand up"). The patient was treated with metoclopramide (reglan) and surgery (essure removal/ I had my tubes and coils and endometriosis removed and endometriosis removed). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, loss of consciousness, metal poisoning, tooth disorder, tooth extraction, dental caries, depression, anxiety, post-traumatic stress disorder, menstrual disorder, hypotension, dizziness, presyncope, visual impairment, dyspareunia, depressed mood, abdominal pain lower, blood pressure orthostatic abnormal, pelvic pain, burning sensation, diarrhoea, polymenorrhoea, dysmenorrhoea, pain in extremity, dehydration and pain outcome was unknown, the abdominal pain and back pain had not resolved and the endometriosis and ovarian cyst had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for dizziness, hypotension, loss of consciousness and presyncope with essure. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, back pain, blood pressure orthostatic abnormal, burning sensation, dehydration, dental caries, depressed mood, depression, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, menstrual disorder, metal poisoning, nausea, ovarian cyst, pain, pain in extremity, pelvic pain, polymenorrhoea, post-traumatic stress disorder, pregnancy with contraceptive device, tooth disorder, tooth extraction and visual impairment to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2011 and (B)(6) 2011. Her physician would attempt to remove just the coils if they were placed correctly, which she was in doubt considering the plaintiff¿s pregnancy/miscarriage. The physician was planning an ultrasound at pre-operatory appointment, location of coils unknown at time of the report. Her weight was 150 at the time of essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2011: results: negative. Concerning the injuries reported in this case, the following ones were reported via social media low blood pressure and light headed, black out, almost pass out, nausea, early menopause, high risk pregnancy, macular degenration,lower abdominal pain, belly button pain, diarrhea, forearm pain, finer pain, dehydration. Were added. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dyspareunia, miscarriage, back pain, endometriosis. Lot number:869749 manufacturing date: 2011/06 expiration date:2014/06. Lot number:b53036 manufacturing date: 2013/07/17 expiration date:2016/07/31. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('location of coils unknown/device fails, migrates, tears through tubes/essure was found in intestine'), abortion spontaneous ('miscarriage'), loss of consciousness ('black out') and metal poisoning ('heavy metal contamination') in a 38-year-old female patient who had essure (batch no. 869749,b53036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included amenorrhea on (B)(6) 2011, vaginal discharge on (B)(6)2011, pregnancy on (B)(6) 2011, multigravida, parity 2 (((B)(6) 2007 and (B)(6) 2011)), blood pressure high ((B)(6) 2011, hospitalized for high blood pressure), vaginal itching, vaginal discomfort and vaginal infection. On an unknown date: did an EKG and it was fine showed slightly low bp. Previously administered products included for an unreported indication: yaz. Concurrent conditions included nausea, early menopause (at the age of 39), high risk pregnancy, macular degeneration, lower abdominal pain, periumbilical pain (burning and hurting when the shirt touches it.), diarrhea, pain in arm, hand pain, dehydration, urinary tract infection, urinary incontinence, urinary urgency, urinary frequency, pelvic pain, spotting vaginal, abdominal pain upper and foreign body in uterus, any part. Concomitant products included dextromethorphan hydrobromide;guaifenesin;paracetamol;pseudoephedrine (walgreens non-drowsy daytime) for anxiety, pain and nausea, antibiotics for uti as well as. In 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/hurt for days after sex"). On (B)(6)2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced post-traumatic stress disorder ("ptsd"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), 2 years 7 months after insertion of essure. On (B)(6)2014, the patient experienced abortion spontaneous (seriousness criterion medically significant), abdominal pain ("severe and persistent abdominal pain") and back pain ("back pain"). In 2014, the patient underwent tooth extraction ("several teeth pulled") and experienced dental caries ("cavities"). On (B)(6) 2014, the patient experienced endometriosis ("endometriosis") and ovarian cyst ("ovarian cysts"). In 2016, the patient experienced visual impairment ("vision problem"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), menstrual disorder ("menstrual problems/crazy cycle"), hypotension ("low blood pressure"), dizziness ("light headed"), presyncope ("almost pass out, black out."), nausea ("she was pretty nauseated"), depressed mood ("heart sank"), abdominal pain lower ("lower abdominal pain"), pelvic pain ("pain radiated trough whole pelvis"), burning sensation ("burning"), diarrhoea ("diarrhea"), polymenorrhoea ("had a period last week, 3 days later she having another one"), dysmenorrhoea ("had a period last week, 3 days later she having another one and major pain"), pain in extremity ("forearm hurting / leg pain"), dehydration ("she was dehydrated") and pain ("hurt to stand, walk or carry anything") and was found to have blood pressure orthostatic abnormal ("can feel pressure change when she stand up"). The patient was treated with metoclopramide (reglan) and surgery (essure removal/ I had my tubes and coils and endometriosis removed and endometriosis removed). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, loss of consciousness, metal poisoning, tooth disorder, tooth extraction, dental caries, depression, anxiety, post-traumatic stress disorder, menstrual disorder, hypotension, dizziness, presyncope, visual impairment, dyspareunia, depressed mood, abdominal pain lower, blood pressure orthostatic abnormal, pelvic pain, burning sensation, diarrhoea, polymenorrhoea, dysmenorrhoea, pain in extremity, dehydration and pain outcome was unknown, the abdominal pain and back pain had not resolved and the endometriosis and ovarian cyst had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for dizziness, hypotension, loss of consciousness and presyncope with essure. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, back pain, blood pressure orthostatic abnormal, burning sensation, dehydration, dental caries, depressed mood, depression, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, menstrual disorder, metal poisoning, nausea, ovarian cyst, pain, pain in extremity, pelvic pain, polymenorrhoea, post-traumatic stress disorder, pregnancy with contraceptive device, tooth disorder, tooth extraction and visual impairment to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2011 and (B)(6) 2011. Her physician would attempt to remove just the coils if they were placed correctly, which she was in doubt considering the plaintiff¿s pregnancy/miscarriage. The physician was planning an ultrasound at pre-operatory appointment, location of coils unknown at time of the report. Her weight was 150 at the time of essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2011: results: negative. Concerning the injuries reported in this case, the following ones were reported via social media low blood pressure and light headed, black out, almost pass out, nausea, early menopause, high risk pregnancy, macular degeneration,lower abdominal pain, belly button pain, diarrhea, forearm pain, finer pain, dehydration. Were added. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dyspareunia, miscarriage, back pain, endometriosis. Lot number:869749, manufacturing date:2011/06, expiration date:2014/06, lot number:b53036, manufacturing date:2013/07/17, expiration date:2016/07/31. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("location of coils unknown"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage") and loss of consciousness ("black out") in a female patient who had essure (batch no. 869749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy". The patient's past medical history included multigravida, parity 2 (((B)(6)2007 and (B)(6)2011)) and blood pressure high ((B)(6)2011, hospitalized for high blood pressure). Concomitant products included walgreens non-drowsy daytime for anxiety, pain and nausea. In (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), abdominal pain ("severe and persistent abdominal pain"), back pain ("back pain"), endometriosis ("endometriosis"), tooth disorder ("dental problems"), tooth extraction ("several teeth pulled"), dental caries ("cavities"), depression ("depression"), anxiety ("anxiety"), post-traumatic stress disorder ("ptsd"), ovarian cyst ("ovarian cysts"), menstrual disorder ("menstrual problems"), hypotension ("low blood pressure"), dizziness ("light headed") and presyncope ("almost pass out, black out."). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removal). Essure was removed on (B)(6)2014. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, loss of consciousness, endometriosis, tooth disorder, tooth extraction, dental caries, depression, anxiety, post-traumatic stress disorder, menstrual disorder, hypotension, dizziness and presyncope outcome was unknown and the abdominal pain, back pain and ovarian cyst had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for dizziness, hypotension, loss of consciousness and presyncope with essure. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, dental caries, depression, device dislocation, endometriosis, menstrual disorder, ovarian cyst, post-traumatic stress disorder, pregnancy with contraceptive device, tooth disorder and tooth extraction to be related to essure. The reporter commented: her physician would attempt to remove just the coils if they were placed correctly, which she was in doubt considering the plaintiff¿s pregnancy/miscarriage. The physician was planning an ultrasound at pre-operatory appointment, location of coils unknown at time of the report. Her weight was 150 at the time of essure placement diagnostic results: on an unknown date: did an EKG and it was fine showed slightly low bp. Concerning the injuries reported in this case, the following one/ones were reported via social media low blood pressure and light headed, black out, almost pass out were added. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of product technical complaint. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('location of coils unknown/device fails, migrates, tears through tubes/essure was found in intestine'), abortion spontaneous ('miscarriage'), loss of consciousness ('black out') and metal poisoning ('heavy metal contamination') in a (B)(6) female patient who had essure (batch no. 869749,b53036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy" and device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included amenorrhea on (B)(6) 2011, vaginal discharge on (B)(6) 2011, pregnancy on (B)(6) 2011, multigravida, parity 2 (((B)(6) 2007 and (B)(6) 2011)), blood pressure high ((B)(6) 2011, hospitalized for high blood pressure), vaginal itching, vaginal discomfort and vaginal infection. On an unknown date: did an EKG and it was fine showed slightly low bp. Previously administered products included for an unreported indication: yaz. Concurrent conditions included nausea, early menopause (at the age of 39), high risk pregnancy, macular degeneration, lower abdominal pain, periumbilical pain (burning and hurting when the shirt touches it.), diarrhea, pain in arm, hand pain, dehydration, urinary tract infection, urinary incontinence, urinary urgency, urinary frequency, pelvic pain, spotting vaginal, abdominal pain upper and foreign body in uterus, any part. Concomitant products included dextromethorphan hydrobromide;guaifenesin;paracetamol;pseudoephedrine (walgreens non-drowsy daytime) for anxiety, pain and nausea, antibiotics for uti as well as. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2011, the patient experienced dyspareunia ("painful intercourse/hurt for days after sex"). In (B)(6) 2014, the patient experienced post-traumatic stress disorder ("ptsd"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy"), 2 years 7 months after insertion of essure. On (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant), abdominal pain ("severe and persistent abdominal pain") and back pain ("back pain"). In 2014, the patient underwent tooth extraction ("several teeth pulled") and experienced dental caries ("cavities"). On (B)(6) 2014, the patient experienced endometriosis ("endometriosis") and ovarian cyst ("ovarian cysts"). In 2016, the patient experienced visual impairment ("vision problem"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), loss of consciousness (seriousness criterion medically significant), metal poisoning (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), menstrual disorder ("menstrual problems/crazy cycle"), hypotension ("low blood pressure"), dizziness ("light headed"), presyncope ("almost pass out, black out."), nausea ("she was pretty nauseated"), depressed mood ("heart sank"), abdominal pain lower ("lower abdominal pain"), pelvic pain ("pain radiated trough whole pelvis"), burning sensation ("burning"), diarrhoea ("diarrhea"), polymenorrhoea ("had a period last week, 3 days later she having another one"), dysmenorrhoea ("had a period last week, 3 days later she having another one and major pain"), pain in extremity ("forearm hurting / leg pain"), dehydration ("she was dehydrated") and pain ("hurt to stand, walk or carry anything") and was found to have blood pressure orthostatic abnormal ("can feel pressure change when she stand up"). The patient was treated with metoclopramide (reglan) and surgery (essure removal/ I had my tubes and coils and endometriosis removed and endometriosis removed). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, loss of consciousness, metal poisoning, tooth disorder, tooth extraction, dental caries, depression, anxiety, post-traumatic stress disorder, menstrual disorder, hypotension, dizziness, presyncope, visual impairment, dyspareunia, depressed mood, abdominal pain lower, blood pressure orthostatic abnormal, pelvic pain, burning sensation, diarrhoea, polymenorrhoea, dysmenorrhoea, pain in extremity, dehydration and pain outcome was unknown, the abdominal pain and back pain had not resolved and the endometriosis and ovarian cyst had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for dizziness, hypotension, loss of consciousness and presyncope with essure. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, anxiety, back pain, blood pressure orthostatic abnormal, burning sensation, dehydration, dental caries, depressed mood, depression, diarrhoea, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, menstrual disorder, metal poisoning, nausea, ovarian cyst, pain, pain in extremity, pelvic pain, polymenorrhoea, post-traumatic stress disorder, pregnancy with contraceptive device, tooth disorder, tooth extraction and visual impairment to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2011 and (B)(6) 2011. Her physician would attempt to remove just the coils if they were placed correctly, which she was in doubt considering the plaintiff¿s pregnancy/miscarriage. The physician was planning an ultrasound at pre-operatory appointment, location of coils unknown at time of the report. Her weight was 150 at the time of essure placement diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2011: results: negative. Concerning the injuries reported in this case, the following ones were reported via social media low blood pressure and light headed, black out, almost pass out, nausea, early menopause, high risk pregnancy, macular degenration,lower abdominal pain, belly button pain, diarrhea, forearm pain, finer pain, dehydration. Were added. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dyspareunia, miscarriage, back pain, endometriosis. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter information, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("location of coils unknown"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a female patient who had essure (batch no. 869749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy". The patient's past medical history included multigravida, parity 2 (((B)(6) 2007 and (B)(6) 2011)) and blood pressure high ((B)(6) 2011, hospitalized for high blood pressure). Concomitant products included (B)(6) non-drowsy daytime for anxiety, pain and nausea. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("severe and persistent abdominal pain"), back pain ("back pain"), endometriosis ("endometriosis"), tooth disorder ("dental problems"), tooth extraction ("several teeth pulled"), dental caries ("cavities"), depression ("depression"), anxiety ("anxiety"), post-traumatic stress disorder ("ptsd"), ovarian cyst ("ovarian cysts") and menstrual disorder ("menstrual problems"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, endometriosis, tooth disorder, tooth extraction, dental caries, depression, anxiety, post-traumatic stress disorder and menstrual disorder outcome was unknown and the abdominal pain, back pain and ovarian cyst had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, dental caries, depression, device dislocation, endometriosis, menstrual disorder, ovarian cyst, post-traumatic stress disorder, pregnancy with contraceptive device, tooth disorder and tooth extraction to be related to essure. The reporter commented: her physician would attempt to remove just the coils if they were placed correctly, which she was in doubt considering the plaintiff¿s pregnancy/miscarriage. The physician was planning an ultrasound at pre-operatory appointment, location of coils unknown at time of the report. Her weight was (B)(6) at the time of essure placement. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new reporters added. Patients demographics updated. Historical conditions added. Drug information updated. Concomitant drugs added. New events added: endometriosis, ovarian cysts, dentalproblems, several teeth pulled, cavities, severe and persistent abdominal, back pain, depression, anxiety and ptsd. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.